Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) evaluation: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a electrode belt malfunction. Monitor sn (B)(4) evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was reported to have returned from the restroom and sat down when they lost consciousness. The patient experienced an appropriate treatment event. The lifevest delivered one shock on (B)(6) 2016 at 03:09:59. The patient was in ventricular fibrillation at the time of the treatment. The post shock rhythm was asystole. The electrode belt was disconnected at 03:17:09. The patient subsequently passed away. Post-shock asystole is a known potential outcome of defibrillation.